Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite video system center was turned off every 5¿10 minutes and could be turned on again after waiting for 15 minutes. The issue was found during reprocessing. The patient was not under sedation. There were no reports of patient harm. The intended procedure was ureteroscopy exploration, which was completed with the same set of equipment.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was not returned to olympus for evaluation. It's known that the actual fault on the subject device was due to a faulty fan, and the hospital equipment department has already repaired it. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.